Manufacturer narrative:
If the product is returned, it will not be analyzed as the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: (B)(4). It was reported the patient experienced pain at both the ipg and lead site due to an infection. The patient had participated physical therapy and had lost weight. As a result, the patient's system was explanted on (B)(6) 2015. Following the surgery, the patient was kept in the hospital overnight and was given IV antibiotics. Follow-up revealed the patient had finished treatment for the infection.